Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing palpitations presented in the emergency room for a device check. Upon interrogation, the pulse generator exhibited high output rate. The device was reprogrammed. The patient was in stable condition post event.